Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted controller event log file revealed no notable events or alarms from the reported event date of 05mar2025. The pump appeared to function as intended at the fixed speed. It was communicated that due the privacy, the center will not communicate any further information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was brought to the emergency department by ambulance on the morning of (B)(6) 2025. The patient stated they started to feel unwell around 0630 when getting up. The patient reported a "black out" for a few seconds associated with blurry vision, tingling bilaterally to hands, and a sharp pain between the shoulder blades with nausea/dry heaving. There were no alarms however the patient's pulsatility index (pi) was 2.1 while it is usually 5 to 9. The patient had speed 4800, flow 3.3, power 3.2, blood pressure 76/59 (mean arterial pressure 65), reported heart rate 44-53, and ¿feeling palpitations". The patient's symptoms had resolved by 0820 when the paramedics arrived. An electrocardiogram (ECG) was done and was normal per the paramedics. Log files were submitted for review and captured clusters of pi events as well as routine power source changes. No unusual system controller alarms or abnormal pump faults were seen in the log.